Event description:
It was reported that within approximately a month and half post implant, there was no markers for the right atrial (ra) lead which was pacing over ventricular events when programmed to a ddd pacing mode. The ra lead had no atrial capture, safety pacing was noted and it was not possible to measure p-waves. The patient also complained of a hiccup type of feeling with atrial pacing. A ra lead dislodgement was suspected. Follow up determined a surgical revision was being considered. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.